Manufacturer narrative:
Cook quantum inflation device qid-1, and olympus visiglide 0.035 wire guide. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The balloon catheter was returned with a kink and break in the blue catheter at the 152cm area as measured from the distal tip. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation due to the condition of the returned device said to be involved. The blue catheter had been kinked and broken. The additional information received indicated that the balloon was used to dilate a stricture in the common bile duct (cbd). Use of the balloon to dilate a cbd stricture is against the intended use of the device and is the most likely cause for the reported observation. The intended use in the instructions for use state: "this device is used to dilate strictures of the gastrointestinal tract, including strictures of the esophagus, pylorus, duodenum and colon." The instructions for use also state: "do not use this device for any purpose other than stated intended use." Damage to the catheter can occur if the device experiences excessive pressure during general handling or during difficult advancement. Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided that this device was used to dilate a common bile duct stricture, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The balloon was leaking from the catheter end. New information was received clarifying the damage was located on the proximal [user] end on 17-january-2020. The device was received for evaluation on 19-february-2020. The balloon catheter had a kink and a break at the 152 cm area as measured from the distal tip. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.